Manufacturer narrative:
(B)(4). Other applicable components are: product ID: 3093-33, lot# v011828, implanted: (B)(6)2006, explanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s MRI was related to their device or therapy. It was stated the patient¿s MRI was for their back and they had back pain. It was reported that the patient previously had device therapy but had it removed because the patient¿s bladder was doing wonderful. It was stated the patient¿s bladder was doing so well because they were on organic foods, medicines, and vitamins. It was noted the device was implanted for interstitial cystitis pain and they were going 30-35 times a day but with the device therapy they went down to "her normal 7, 8, 9 times a day.¿ the patient was still doing well without the device and got up 3, 4, 5 times during the night. Additional information was received from a consumer (con). It was reported that the patient's implantable neurostimulator (ins) and leads for their bladder taken out taken out back in 2012. The caller reported that the only problem with the device was that when they took it out, the wires that were attached to the tailbone "somehow" became burnt.